Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited both a paravalvular leak and an intravalvular leak. The decision was made to explant the device. Upon explant, fibrin was noted on 2 cusps. No adverse pt effects were reported.

Manufacturer narrative:
Eval: device history reviewed. Results=device history review found the product met specifications when released for distribution. H3: analysis: received in an explant kit in a tan solution. All leaflets are in the closed position with gaps between the lunulae of the left and right cusps and point of coaptation. All leaflets are stiff. Three holes in the lunula of the right cusp appear to be associated with possible bias wear or long suture tail contact prior to thrombotic appearing host material formation. Fibrin is noted. A remnant of pannus remains attached to the non-coronary cusp inflow margin of attachment. Tan, blood stained radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that the product met mfg specifications when released distribution. Conclusion: analysis shows that the valve was removed due to thrombus , which fills the outflow of all cusps. Device replaced with no reported pt effects.